Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks due to atrial tachycardia that was being under sensed, causing the device to count more ventricular than atrial events. Device programming was discussed with caller for this crt-d that remains in service. No additional adverse patient effects were reported.